Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was noted that patient line extensions were connected after priming, which is a known cause of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they connected their patient extension lines after priming. The tsr explained the alarm to the hp and advised them to cycle the power on the hc to clear the alarm. The tsr advised the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.